Event description:
A caller reported that intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 523 mg/dl. Elevated bg was addressed by manual insulin injection. The customer continued to use the pump for insulin therapy.